Manufacturer narrative:
Siemens filled initial MDR 2517506-2020-00035 on 28-jan-2020. Additional information (29-jan-2020): the customer later informed siemens that patient results for acetaminophen and lactic acid were not impacted by this issue. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that discordant results were obtained for carbon dioxide (co2) on a dimension vista 500 instrument. As per siemens instructions, customer performed troubleshooting by running quality controls (qc). A customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument and ran mixer diagnostics and fluidics tests on the sample panel. The cse also performed troubleshooting of sample pump panel, determined that two valves were electrically swapped, rectified the valves, and primed them. Then, the cse replaced sample pump panel and ran system check and qc, which recovered acceptably. The cause of discordant, falsely low co2 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on 6 patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista 500 instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). The customer indicated that no inappropriate treatments were performed based on the discordant results. The customer indicated that acetaminophen and lactic acid results were potentially impacted by this issue however, customer did not provide patient data. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2020-00035 on 29-jan-2020 and the first supplemental MDR on 20-feb-2020. Additional information (27-feb-2020): siemens further investigated the issue and determined that the discordant, falsely low carbon dioxide results were caused by the swapping of the two valves on the sample pump panel when they were replaced. The conclusion code was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.